Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet cartridge fell out and the infusion set connector was not twisted into place, leading to disconnection; the user disconnected from their body before reinserting the cartridge and then reattached the tubing, with no alerts or alarms reported. Symptoms included hyperglycemia with a reported maximum of 400 mg/dl for about one hour and no other immediate health effects. Outcomes included self-monitoring and no use of backup therapy, ketone testing, or medical intervention. Investigation included troubleshooting and education on correct connector engagement and securing the tubing in the anchor. Investigation of this case revealed an infusion set deployed or attached incorrectly, resulting in interrupted insulin delivery and subsequent high glucose. It was concluded, based on previously established findings for similar reports, that user technique related to the infusion set connection was the most probable cause.